Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), intervertebral disc protrusion ("disc herniation"), limb discomfort ("heavy feeling in legs"), deafness ("hearing loss") and visual impairment ("decreased vision"). At the time of the report, the menorrhagia, intervertebral disc protrusion, limb discomfort, deafness and visual impairment outcome was unknown. The reporter considered deafness, intervertebral disc protrusion, limb discomfort, menorrhagia and visual impairment to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), limb discomfort ("heavy feeling in legs"), intervertebral disc protrusion ("disc herniation"), deafness ("hearing loss") and visual impairment ("decreased vision"). At the time of the report, the menorrhagia, limb discomfort, intervertebral disc protrusion, deafness and visual impairment outcome was unknown. The reporter considered deafness, intervertebral disc protrusion, limb discomfort, menorrhagia and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.